Event description:
It was reported that during procedure while intubating the patient using the five s, they deflected the scope and couldn't put it back in the right position. No negative impact in state of health reported. Further information has been received on june 24, 2025. The following was reported: during the procedure, after successful entry into the trachea with the bronchoscope and advancing the endotracheal tube over it, we attempted to withdraw the bronchoscope from the ett (endotracheal tube). Unfortunately, we were unable to do so. Despite multiple attempts and manipulation of the control lever in both upward, downward, and neutral positions, the bronchoscope remained locked in a fixed curved configuration. This created a highly challenging situation. After several forceful attempts, we were eventually able to remove the entire unit, bronchoscope and ett together without causing harm to the patient. However, this necessitated the extubation of a difficult airway, and we had to reintubate the patient using an alternative approach. No negative impact in state of health reported. However, due to the reported unplanned reintubation, this case is deemed reportable.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).